Event description:
The reporter stated that he did meter to lab comparison tests. At home, "after eating" he did a blood sugar test with his meter reading 199 mg/dl. An hour and a half later went to the lab where a test result was 122 mg/dl (no specifics given). He did not have any symptoms. Reporter is not on insulin or oral meds. Checks confirmation dot for enough blood. The lifescan representative reviewed coding, cleaning, sample application, use of control solution and meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8